Manufacturer narrative:
(B)(4). Covidien/medtronic was not authorized to evaluate the device. Multiple attempts have been made to try to obtain the repair information but no customer response.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperative. The ventilator was not in use on a patient at the time of the event.